Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn: 161006 / sn: (B)(6) failed to ventilate during use/whilst the staff was preparing the patient for transfer. Disconnected from wall oxygen port to attach oxygen bottle. The ventilator stopped delivering breaths. Re-attached to wall, but the ventilator did not restart. When disconnected circuit from et tube (endotracheal tube), no air was flowing through the circuit. Screen frozen and staff was unable to change any values. Patient involvement with medical intervention (changing to a different hamilton-t1 ventilator) was reported. However, no patient, user or third-party harm was reported.